Event description:
Customer reported when the user opened the vent on the drip chamber, the vent separated from the drip chamber causing chemo to leak. No patient harm or medical intervention occurred. No further patient/event information was reported.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up will be submitted once the failure investigation has been completed.